Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The battery and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message and failed to charge its battery. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device displayed a battery error message and failed to charge its battery. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The device main circuit board and battery log were returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs revealed the battery issues were due to a depleted battery and did not indicate any faults related to the battery. Based on the available information, the investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).